Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had an e315 scope communication error. The issue was found during inspection for use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that that jet tube had foreign objects. It was also noted that a b30 scope communication error occurred due to corrosion on the plug unit. Switch 1 had a pinhole and the switch box had a scratch. The grip, up/down knob and the right/left knob were shaved. The air/water cylinder and scope cylinder had no color. The scope connector case unit had a crack. The scope connector case unit, cable unit, outside shield unit and the circuit board unit in the scope connector had corrosion due to water leakage. The label on the scope connector was damaged and the light guide bundle had breakage. The light guide lens had a crack and the connecting tube had buckling. The water could not be supplied due to clogging of the jet tube and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely during device handling by the user, water invaded the scope connector. Subsequently, an abnormality occurred in electronic parts and error message e315 occurred. However, a definitive root cause could not be determined. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the auxiliary water channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The auxiliary water channel was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Error message e315: the following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ ¿chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.